Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in back up vvi mode. The backup was suspected to be related to telemetry issues between the transmitter and the pm. A software download was performed and the device was restored successfully. The patient was stable before, during, and after the event.